Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive. System operates as intended. (B) (4).

Event description:
Customer reported a drive not installed correctly error is being displayed. No pt injury was reported.